Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Patient (B)(6) 2026-8:50 or so lower abdominal enhancement CT, forearm cannula, check the end of contrast pressurized injection nurse found the patient more blood in the forearm, careful examination found that the junction of the cannula hose and the skin has a little cracked resulting in blood seepage, calm the patient, the patient understands.

Manufacturer narrative:
Investigation summary: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. This product is designed for high-pressure injection with a maximum flow rate of 3 ml/sec using a 22g needle. The pressure at the outlet of the high-pressure injector should not exceed 300 psi. Since the customer's specific flow rate and pressure settings during the injection of contrast agent are unknown, so the root cause of the reported defect cannot be confirmed at this time. The factory will continue to monitor and analyze the issue.

Event description:
No additional information.